Event description:
It was reported that during kit inspection, the device did not turn on. During product evaluation, it was found that the rpms were low. There was no patient harm/injury or surgical delay as there was no patient involvement. Due diligence is completed; no further information is available.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). G2: foreign - event occurred in japan. Complaint can be confirmed through the returned product analysis. Review of the most recent repair record determined the rpms were low. The motor, switch, and plug harness assembly were replaced and resolved the reported issue. The device was tested and found to be functioning to specifications prior to release to the customer. Review of the device history record identified no deviations or anomalies during manufacturing. Root cause has been identified as component failure due to repeated use. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.